Manufacturer narrative:
Visual evaluation of the returned product identified a visible hole in the sterile pouch. The sterility, or breach thereof, cannot be determined as the packaging blister was not returned for evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item # 51-107130 item name tprlc 133 mp type1pps ho 13.0 lot# 6945438; item # 51-107130 item name tprlc 133 mp type1pps ho 13.0 lot#6971639. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the packaging for these stems, inside the box, has holes in them making the product non sterile. The plastic is folded where it creates holes in them and the surgeon will not use them. Attempts have been made and additional information on the reported event is unavailable at this time.